Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the internal carotid artery. A 10.0-24 carotid wall stent was advanced for treatment. However, during the introduction of the stent delivery system through guide catheter, the stent was stuck in the y connector. While pushing the device , the stent got dislodged . The procedure was completed with a different device. No patient complications we re reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent deployed from the delivery system. The deployed stent was received inserted in a y connector. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. No other issues noted during product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the internal carotid artery. A 10.0-24 carotid wall stent was advanced for treatment. However, during the introduction of the stent delivery system through guide catheter, the stent was stuck in the y connector. While pushing the device , the stent got dislodged . The procedure was completed with a different device. No patient complications we re reported and the patient status was stable.